Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 277 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery test was not performed due to blank display. Motor error alarm was not verified due to blank display. Blank display was due to severely corroded battery tube and battery cap contacts. The device was tested outside of the device and passed motor test. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.